Manufacturer narrative:
Customer obtained 9.2 inr from inratio system. However, inratio system only displays results from 0.7-7.5 inr. Data provided was not valid for comparison test. Neither product returned nor strip lot info provided. No further investigation can be performed at this time. Customer reported invalid inratio result. Unit only displays from 0.7-7.5 inr. Unable to perform data analysis. No strip lot info was available for further action. No corrective action at this time as no product deficiency was establishment.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 9.2, lab: 1.0. Time between testing was reported as a couple of hours. Pt's therapeutic range is unk. It was reported the pt was sent to the ER upon observing high inratio inr result. Pt was released upon lab results.